Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitral stenosis. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 1. The mean gradient pressure was 4.8 mm hg. A cardiac catheterization performed on (B)(6) 2018 showed the mean pressure gradient was 9.7 mm hg. At the follow-up echocardiogram on (B)(6) 2018 the mean gradient was 6.19 mm hg and mr remained grade 1. This was treated with medication. At another more recent cardiac catheterization of unknown date, mitral stenosis was found, but there was also an increase in cardiac output; the pulmonary artery pressure was 12 mm hg and v wave was 15 mm hg. The patient was living at home with an improvement in shortness of breath. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received that the date of the more recent cardiac catheterization was (B)(6) 2019. The mean pressure gradient was 8.1 mm hg. The increase in cardiac output and the pulmonary artery pressure and v wave were signs that the patient's heart function was improving. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The investigation is unchanged from the previously filed report.